Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patients frontal lead migrated to the neck. It was noted that the patient experienced loss of stimulation due to lead migration. The patient underwent a revision procedure wherein the frontal lead was pulled back. The patient was doing well postoperatively.